Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reported that she fell and that the top of the reservoir compartment broke off of the insulin pump. She also reported that there were scratches on the screen. She did not remember the blood glucose reading. Nothing further was reported.